Manufacturer narrative:
Based on the results of the investigation, the reportable malfunction was likely due to damage or deterioration of parts, environment problem like as dust/dirt/humidity/ambient light, optical problem, interoperability problem, overheating problem, and electrical problems like as signal loss or open circuit. However, the root cause could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, a base failure was found on the gastrointestinal videoscope's scope connector, resulting in a noisy image. There was no patient involved.